Event description:
On (B)(6) 2010, pt reported that on (B)(6) 2010 her readings were higher than normal. Pt stated her readings were 34 mmol/l (612mg/dl). Pt's normal readings are around 8 mmol/l (144 mg/dl). Pt reported she changed out her infusion headset and infusion tubing. Pt stated her readings were still elevated and she was still feeling bad. Pt reported she was bolusing and this was not bringing her blood glucose down. Pt stated she changed her infusion site again, and switched to her backup infusion device and it immediately started bringing down her blood glucose. Pt reported her blood glucose has been regulated since (B)(6) 2010 when she switched to her backup infusion device. Pt stated she did not have any errors or alerts displayed on her infusion device. Pt reported the insulin cartridges are reused once. Advised pt not to reuse cartridges. Pt stated when she removed the infusion tubing and the headset, they both dripped insulin when she attempted the prime. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.